Event description:
A caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge, after which they resumed insulin delivery.